Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned, therefore the alleged product issue cannot be confirmed. If the device is received the investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during treatment of an ica-blister like aneurysm, the fredx proximal part deployed, but the second half of the fredx was difficult to deploy due to the anatomy of the ica was tortuous. After multiple failed attempts to deploy, the physician re-sheated the fredx, but it was not possible to retract it back into the headway 27. Fredx was removed with the hw27 through the navian catheter. No patient injury occurred.

Manufacturer narrative:
Four oblique coned-down unsubtracted dsas with contrast of what appears to be the left ica (image sides are not labeled) were provided for evaluation. They show a fred that spans from the ica terminus (the finished ends are deployed within the terminus and the braid starts at the bifurcation proper) to the anterior genu of the carotid siphon. A guide catheter is located at the posterior genu of the siphon and the delivery microcatheter at the ophthalmic segment. The fred is well opened from the terminus back to just below the pcom artery. The proximal third to half is still inside the microcatheter. The fred just distal to the microcatheter is partially open, which is consistent with the alleged product issue. The report described a "blister" aneurysm, but it is not well shown on these projections. The reason for the fred not opening and not re-sheathing is not obvious on these images. The pusher and microcatheter were the only items returned for physical evaluation and were found undamaged. An in-house stent was utilized for testing and was able to successfully advance through the returned microcatheter and be resheathed into the microcatheter and introducer. However, the physical stent was not returned for evaluation; therefore, the investigation cannot determine if a condition existed that would have caused or contributed to the reported event.